Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead was admitted to the hospital due to a non-device related reason. Intermittent loss of capture was observed on telemetry. Interrogation of the device revealed a decrease in r-wave measurements and an increase in pacing threshold measurements. Additionally, pacing impedance measurements had increased. An invasive procedure was performed. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.